Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at lobectomy, they tried to connect the cartridge to the handle by ordinary force, however the cartridge broke. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit had a full staple complement and the adapter was broken and separated. Functional testing could not be performed due to noted damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.